Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Devices: 5524m implantable pacing lead, implant: (B)(6) 1995; 6947 implantable tachy lead, implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.